Manufacturer narrative:
(B)(4). Final analysis found fractured outer coil and broken inner insulation at 31.5 cm from the connector pin due to rib clavicular crush. Lead shorting was found due to insulation damage in the clavicle crush region. The damage found likely resulted in the reported complaints from the field. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture, loss of sensing and high impedance. The lead was explanted and replaced on (B)(6) 2016. The patient's condition was stable.